Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the inner insulation of the lead was distorted due to kinking/buckling and there was blood on the distal conductor of the lead and it was obstructed. It was noted the helix would not retract because there was dried blood in the distal conductor and buckling of insulation, which prevented torque transfer to the helix when the is-1 pin was rotated. Visual summary analysis of the lead indicated stretching and damage at implant. The analyst commented the dried blood obstructed in the distal conductor and damaged helix prevented the helix extension and retraction. (B)(4).

Event description:
It was reported that during the implant procedure, there was placement difficulty as the as the screw of the lead could not be moved. The lead was not implanted and replaced. No patient complications have been reported as a result of this event.